Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. No damage was noticed on any other shafts. No damage on the tip was noticed. The stent was returned with the device; however, it was deployed. The stent showed no damage. The device was still intact with the thumbwheel lock in place and the pull handle was in the start position. No blood was noticed on the device. The stent was most likely deployed as the device was being inserted into the introducer sheath and the stent was pulled from the mid-shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the stent deployed prematurely. A 6x40x130 innova¿ stent was selected for an angioplasty procedure in the superficial femoral artery (sfa). During the procedure, the physician was inserting the stent over the wire and the stent deployed prematurely before putting the catheter into the sheath. The safety lock was still on. The stent and catheter were safely removed back off the wire with no additional maneuvers required. The procedure was completed with a different stent. There were no patient complications and the patient was stable post procedure.